Event description:
It was reported that a patient underwent a water vapor therapy procedure and returned a year later for a follow up given that the treatment did not provide the expected results. Cystoscopy revealed multiple areas of scar tissue, the prostate was swollen and there was sloughing tissue on the prostate. On the next day after the cystoscopy the patient started to experience dull body aches and general malaise, then, on the second day slight fever and body shakes. The patient took ibuprofen for the symptoms. Three days after the cystoscopy the symptoms worsened, the patient took bactrim in case of a urinary tract infection and went to consultation at a clinic, urinalysis results showed a crp level of 185. The patient was hospitalized during four days for acute pyelonephritis and prostatitis due to MDR esbl e-coli and was treated with i.v. Cefotaxime, but the patient was resistant to cefotaxime. The patient was discharged and was treated with i.v. Ertapenem. Seven days after the las dose of i.v. Ertapenem, the patient experienced symptoms of fever, body aches and incontinence. Then, pivmecillinan 200 mg tid was prescribed, the symptoms diminished but, the infection returned, seven days after the last dose of pivmecillinan. After this, the patient was hospitalized for seven days, a CT revealed a thickening of the bladder wall, two bladder stones and an abscess on the prostate; the patient was treated with i.v. Meropenem tid. Then, the patient was discharged and was treated i.v. Ertapenem via PICC. The patient submitted urine sample for culture, the results were negative for bacteria. The infection returned 15 days after the last dose of i.v. Ertapenem. The patient was hospitalized for 6 days and was treated with i.v. Meropenem. During the last hospitalization, the patient underwent an MRI of the prostate and a cystoscopy. After this, the patient was discharged with PICC line and treatment for 21 days with ertapenem.